Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 3.00 x 32 synergy¿ drug-eluting stent was advanced to treat the lesion; however, the stent got lifted. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr 3.0 x 32mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no damage to the proximal struts. Distal stent damage from 9th proximal row, struts were stretched, distorted and pulled distally over distal markerband and tip. The proximal od (outer diameter) measurement is within specification. There was no issue with the crimped stent profile of the complaint device. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely calcified coronary artery. A 3.00 x 32 synergy drug-eluting stent was advanced to treat the lesion; however, the stent got lifted. No patient complications were reported and the patient's status was good.